Manufacturer narrative:
Through the course of the investigation, which included a review of qc kit release data and manufacturing records, no product problem was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united stated alleged one patient generated discrepant results when using the cobas® sars-cov-2 test compared with repeat testing on the same test and with the thermo fisher quant studio platform. The patient sample generated a positive result on the initial test. After the positive result was released, it was contested by the client and a retest was performed. The retest of the original positive sample generated a negative result, as well as the two new sample recollections. The negative results were subsequently released and the results report was amended. No harm was alleged. The customer used the viral transport media/ nasopharyngeal swab and between testing, the sample was frozen at -20c degrees. The sample was equilibrated to room temperature prior to transfer into a cobas omni secondary tube. The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). Sample stability when using cobas® sars-cov-2 has not been established for suggested temperatures and time, but is based on viability data from testing similar viruses in the utm-rt or uvt systems as stated in copan utm-rt system instructions for use: if delivery and processing exceed 48 hours, specimens should be transported in dry ice and once in laboratory frozen at -70°c or colder. Review of the data of the initial positive result showed that that sample generated targets CT values that is beyond the lod of the assay for target 1 and near the lod of the assay for target 2. When a sample is generating these kinds of targets¿ CT values, the patient can be producing very low levels of the virus, and is expected to waver between positive and negative results in repeat testing due to the nature of the test. Through the course of the investigation, which included a review of qc kit release data and manufacturing records, no product problem was identified.